Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Right renal stenting was performed. Access was obtained at the mid common femoral artery via a 6f sheath (model unk). Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. The patient takes asa and plavix daily. At completion of the procedure a right femoral angiogram was taken which showed the vessel size 6.5mm. Calcification was prominent in the common femoral artery. A 50/50 contrast and guide wire were used. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured between the first and second stop. The device was removed and since access was maintained a second mynxgrip vascular closure device 6f/7f was deployed. The balloon from the second device also ruptured between the first and second stop. The device was removed and the sheath was pulled back manually towards the puncture site in attempt to reduce the amount of calcium in the artery. Since access was maintained a third mynxgrip vascular closure device 6f/7f was deployed, the guide wire was not used during the third attempt. The balloon from the third device also ruptured as it was tracking towards the arteriotomy after the first stop. The sheath was removed by the deployer as he attempted to deploy the third device. The deployer mistakenly pulled the sheath too far back. Manual compression was held at the access site for 25 minutes at which time hemostasis was achieved. The patient's groin was noted to be dry and soft other than the firm swollen bruised areas that were present prior to the procedure as a result of the patient's previous procedure/surgery. The patient was ambulated and discharged to home and the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00173 for the second device MDR 3004939290-2014-00174 for the third device.